Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. On 8/07/2017: during a follow-up, it was reported the customer's issue was resolved with the 4th infusion set and the customer's bg level returned to target range at 117mg/dl. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, when the occlusion alarm occurred the customer would disconnect the infusion site from the infusion tubing and would not observe insulin dripping out of the infusion tubing during the load fill tubing sequence; this issue was observed with 3 infusion sets. After the fourth infusion tubing change, no additional occlusion alarms occurred. No damage to infusion set sites were observed. The customer experienced a blood glucose (bg) level of over 600mg/dl and moderate ketones considered to be dangerous. Correction boluses via the pump were delivered to address the bg level and water was consumed to address the ketone level; the customer's current bg level was 328mg/dl. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support (cts) informed the customer that apidra was contraindicated to be used with the pump. As the customer was not receiving an occlusion alarm when cts was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.